Manufacturer narrative:
Device evaluation : the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The event description initially stated that surgery occurred in the right (od) eye. Corrected information: surgery occurred in the left (os) eye. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -7.0/+2.5/089 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as a sizing issue.